Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and a mesh and ams monarc hammock were implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted. It was reported that the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: other relevant history.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/08/2017. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and tvt was implanted. It was reported that patient underwent excision of mesh on (B)(6) 2016 by dr. (B)(6). Apostolis due to urinary retention, urgency, frequency and rectocele.